Event description:
The distributor reported that during their incoming inspection, it was noted that the sheath had a dust that was as large as tappi (dot) 0.8. The sample is available.

Manufacturer narrative:
(B)(4). In response to an FDA inspection (conducted 09 september 2013 ¿ 05 november 2013), carefusion 2200 initiated a CAPA investigation ((B)(4)). As part of the CAPA, a retrospective review of the complaints for ¿debris¿ and ¿contamination¿ for applicable devices was conducted. It was determined that this report necessitates submission as a medical device report (MDR). Evaluation summary: one (1) unopened sample was provided for evaluation. Evaluation of the complaint sample confirmed the presence of debris on the sheath that was greater than the established tappi standard for debris in the quality plan for this product code. A review of complaint data identified that this failure mode is not an isolated event. No issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of all raw material and components used during the manufacture of the lot involved. Based on the investigation results, the root cause for the debris greater than the tappi standard was identified as debris transfer during the manufacture of lot 0000323611. The manufacturing plant has also initiated a CAPA investigation ((B)(4)) to address the reported issue. All corrective and preventive actions (including manufacturing and quality plan improvements) will be implemented per the CAPA.